Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) instrument stopped working. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: physical damage was noted at the distal end of the instrument, specifically a broken/damaged cable, while no scratch marks on the main tube or bent/misaligned tips were observed. Upon plugging in the instrument, a malfunction signal was displayed, rendering it unable to be used, and cautery functionality could not be tested as a result. No patient injury was reported. No photographic images or video recordings of the procedure are available for review, and the instrument is believed to be available for return to isi for evaluation.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the monopolar curved scissors instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.